Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 5223795. A quality notification related to the reported defect of needle retraction failure was initiated during the build of this lot, and quality notification review (qn) could not be performed for the defects of needle retraction slow and tip adhesion / bonded to needle. However, without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
To investigate further, several unopened units from the same lot were tested. Multiple catheters demonstrated sluggish or failed needle retraction, and in some cases, the sheath was firmly adhered to the needle. No packaging defects were noted. Immediate actions taken: all catheters from the affected lot have been removed from service and quarantined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.